Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they have been experiencing recurring low blood glucose with the insulin pump. The customer's blood glucose level was unknown at the time of the incident as they did not verify with a finger stick. The customer reported their sensor glucose was 40 mg/dl at the time of the incident. The customer treated with food. The customer's other blood glucose in the morning was 130-200 mg/dl. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged the insulin pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported an issue with the sorter and reported blood at site with the sensor. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.